Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An adverse event was reported within a facet wedge study patient (B)(6) in the site frankfurt. This event is not related to the facet wedge, as this patient had additionally a lumbar interbody fusion on two levels and the posterior fixation by facet wedge on one side and pedicle screws on the other side, the investigator consider this event as related to the loosened pedicle screws and the interbody cage at the levels l4- l5. The female patient is (B)(6). She has suffered from back pain for 203 months. The initial diagnosis was segmental degeneration l4/l5/s1 and it was initially treated (B)(6) 2015. Under general anesthesia and via mis approach instrumentation at the levels l4/l5 and l5/s1 with interbody cages supplemented by pedicle screws and rods posteriorly on the right side and facet wedge on both levels on the left side. (B)(6) 2016 was the onset date. On (B)(6) 2016, the intervention took place, where the loose screws and the rod on the levels l4/l5/s1 were replaced. The facet wedge and the interbody cages were not removed. Event status is "resolved." Update 6.apr.2016 / (B)(4): the x-ray control was on (B)(6) 2016 and the screw loosening was detected and the loosening was suspected at that time. There were poliaxial screws and rods involved from expedium. Therefore, part and lot numbers are not available. The devices are not available for investigation it is in the possession of the patient who refused to send it back for analysis. It was confirmed that the loosening concerns only the pedicle screw for the l4-l5 level. (B)(6) 2016 is the date of intervention, when the pedicle screws and the rod were replaced, the rest of the construction was left intact into patient's body. The healing was/ is delayed due to loss of correction. Update 13.apr.2016 / (B)(4): the patient has suffered from back pain for 8,5 years, not 203 months. Complaint involves ten (10) parts. See also (B)(4).